Event description:
It was reported that during a procedure on (B)(6) 2025, the polymer inlay at distal part of the nail had moved up during nail insertion causing obstruction during removal of guide wire. To prevent complication to the patient , the nail had to be removed and abandoned together with the guide wire stuck inside the nail. Surgeon ended up using different nail and the operation went smoothly after. There was 60 minutes of surgical delay. The procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: h4. H3, h6: the photo was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the rod was connected with the tibial nail advanced ø10 l 315 and the polymer inlay at distal part had moved up, resulting misaligned from its original position. The mode of failure was examinatedted by the jnj r&d team and established the potential cause is traced to design of the inlay. It was found that the reaming rod will contact the inlays either due to the bend in the nail or a bend put in the reaming rod by the surgeon or both. By design there is a clip feature that snaps the inlay in place into the nail when assembled. At times it was shown that the contact made by the reaming rod is exerting enough force on the inlay to overcome the retention of that clip, either leading to the inlay being dislodged or damaged. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for tibial nail advanced ø10 l 315. Based on the investigation findings, the root cause is traced to design. The product issue has been addressed through j&j medtech orthopaedics quality system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device. Product code: 04.043.225s. Lot number: 11633p2. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 03 apr 2024. Manufacturing site: jabil bettlach. Expiry date: 01 mar 2034. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.